Event description:
Device malfunction: (device #2) shaft split and detached from handle. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, the first xceed stent was being deployed at the intended site when the deployment thumb knob froze and would not turn. Force was applied in the attempt to deploy the stent resulting in the thumb knob spinning freely. The stent was removed as one unit. A second xceed stent was advanced to the lesion and during attempted deployment of the stent, the knob would not turn and using force the shaft completely split and broke away from the handle resulting in the knob spinning freely. The device was removed without medical or surgical intervention. No partial stent deployment was reported. A non-abbott stent was used to successfully complete the procedure. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device #1 - xceed (part# 14846-05; lot 50071-6h), referenced is being filed under medwatch report #2953144-2008-00861. The device was received. Investigation is not yet completed.